Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an elective replacement indicator (eri) after approximately 3 years of service. To date, the information indicates this device remains in service. No symptoms associated with this clinical observation have been reported.